Event description:
(Os 16.749). The dentist reported 1 month after the dental implant was installed in intraoral region #29 it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed.